Event description:
It was reported that during the lap gastrectomy surgery, after fired, could not open the jaw. As the tissue was cut off, removed the device from the patient through tissue gap. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 7/2/2026 d4: batch # 923d10 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number of 923d10 / 48er320 , and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Did the clip cut the vessel/tissue? -no 3. Was there any bleeding? -no 5. How much blood was lost (mls)? -no 6. Was a transfusion or blood products given? -no 8. Was the device on a vessel/artery when it would not open? -yes 9. If yes, how was the device removed? (Cut off, forced open) -cut off 10. If the device was cut off, was there any damage to the vessel/tissue? -no 12. Were the device jaws eventually opened? -no this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.